Manufacturer narrative:
(B)(4). Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of blood/body fluid in the lumen in the tip section of the lead. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the guidewire test due to the presence of blood/body fluid.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine device upgrade procedure, this left ventricular (lv) lead was attempted, but not implanted due to an unspecified product performance issue. No adverse patient effects were reported.

Event description:
Additional information was received that the lead was an attempted implant due to diaphragmatic stimulation.